Manufacturer narrative:
It was originally reported that the cot allegedly tipped while a patient was on it due to the cot not catching the safety bar. In a phone conversation with the customer, it was alleged that the patient incurred pain in the arm, shoulder, and elbow due to the alleged tip event. It was also identified by the customer that the cause of the alleged issue was that the emt pushing the cot rolled over a metal storm drain which caused the unit to become unbalanced and tip and that no product malfunction or defect caused the event to occur.

Event description:
It was alleged that the cot tipped over while a patient was on it causing patient injury. It the head end retractable assembly was found to be damaged, allegedly this was as a result of the incident.

Event description:
It was alleged that the cot tipped over while a patient was on it causing patient injury. It was alleged that the cot did not catch the safety bar. The head end retractable assembly was found to be damaged, allegedly this was as a result of the incident. Further information regarding the alleged injury was not provided.